Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose was 375 mg/dl. The customer's mother stated the reservoir compartment smells like insulin. The customer's mother is unable to continue troubleshooting for leaks due to past events, does not have access to pump during call. The customer's mother was advised if the reservoir compartment smells like insulin, after getting her replacement for keypad anomaly to call us back for further assist.